Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the loss of seal was found to be unknown/undetermined due to the quality of the imaging that was provided. The endoleak may be a type ii from a patent inferior mesenteric artery, but this could not be definitively confirmed. The final patient disposition was stable with no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a follow up approximately 2 years post index procedure where physician noticed a potential type 3b endoleak of the limb. There are currently no plans for re-intervention and as of the date of this report there have been no additional patient sequelae reported.